Event description:
It was reported that during a procedure to add an epicardial lead, the set screw for the right ventricular (rv) lead became unseated when it was being backed out. The physician complained about this being a device design flaw. The set screw was eventually positioned properly and the lead was reattached. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5866-38m adaptor, implanted: (B)(6) 2014; 5071 x2 leads, implanted: (B)(6) 2014. (B)(4).